Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device is behaving in a manner consistent with a premature battery depletion (pbd). In (B)(6) 2018, the battery longevity was eleven years remaining , in (B)(6) 2019 the battery longevity was three years, five months remaining. The device remains implanted and in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory popular.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device is behaving in a manner consistent with a premature battery depletion (pbd). In (B)(6) 2018, the battery longevity was eleven years remaining , in (B)(6) 2019 the battery longevity was three years, five months remaining. The device remains implanted and in service. No adverse patient effects were reported. Additional information was received that this device was explanted. No adverse patient effects were reported.